Event description:
Customer stated in testing a cord sample on provue, the instrument reported the blood type as group o. Confirmation testing performed manually indicates a blood type of group a. Repeat testing to confirm baby's blood type was performed in manual gel and tube testing. All results indicate that the blood type is group a. No erroneous results were reported.

Manufacturer narrative:
Ocd field engineer went on-site. Repairs have returned the instrument to expected operation. (B)(4).